Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially it was reported that there was a force sensor error. No patient consequences were reported. To complete the procedure the physician used another product of the same type. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2021 there was reddish material and a hole on the pebax observed. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2021.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. On 07-sep-2021. The device evaluation was completed on (B)(6) 2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and shaft proximity interference (spi) screening test of the returned device. Visual analysis of the returned catheter revealed reddish material inside and a hole on the pebax on the thermocool® smart touch¿ electrophysiology catheter. Spi screening test was performed, in accordance with bwi procedures. The returned sample was connected to the carto 3 system and high force was displayed in the screen. Therefore, the catheter was dissected and the sensor values were found within specifications, with this information, the failure can be attributed to a potential pc board failure. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that the cause of pebax damage failure cannot be established. The event described force issue was unable to duplicate during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. According to the instructions for use, the following guidelines should be followed: in order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿3 system, prior to use of the force feedback feature. (B)(4).